Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage while in the box, prior to being implanted. It was reported that the device was not cold. Technical services advised returning the device for analysis.